Event description:
It was reported to philips that the ventilation mode changed on its own. As the customer requested, the unit was replaced. The device was in use at the time the issue occurred. There was no delay to therapy reported due to the reported issue. There was no patient or user harm reported. The sales rep performed a check but was unable to confirm occurrence of the reported issue and found no issue with the operation. The sales rep explained that the issue seemed to have been caused by a human error. Further information is not yet available. If additional information is received at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The sales representative concluded the issue was caused by human error; there was no device malfunction.